Event description:
Inbound. Another IV remodlin cadd cassette alarming no disposable clamp tubing, unresolved by troubleshooting, then when switched to backup pump starts witi-I steady beeping then no disposable alarm. No further details provided.